Event description:
The customer reported to baxter (B)(4) regarding the (B)(4) "y" set. The check valve detaches through the junction as solution flows. There was no patient involvement. No additional information is available. This is report 1 of 6 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The customer returned one sample to the plant for evaluation. Visual inspection revealed that the valve had separated apart. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. However, the valve connectors used on this code are purchased from an external supplier and based on the issue received on this code related to leaks, a complaint was issued to the supplier. The sample will also be sent for further investigations and possible corrective actions. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.